Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (300 mcg/ml at 200.14 mcg/day) and prialt (10 mcg/ml at 6.671 mcg/day) via an implantable infusion pump. It was reported that the expected vs actual residual volumes in the patient's pump had gradually gotten worse. The amounts were as follows: (B)(6) 2018 -expected 5.1, actual 8.5 mls; (B)(6) 2018 -expected 3.1mls, actual 8.6mls; (B)(6) 2018 -expected 0.2mls, actual 6.0mls; (B)(6) 2018-expected 0.4mls, actual 9.0mls; (B)(6) 2018 -expected 2.7mls, actual 9.7mls; (B)(6) 2019-expected 2.2 mls, actual 9.9mls; (B)(6) 2019 -expected 0.2mls, actual 11.1mls. The patient stated that he though the pump was working well and had no negative effects. The plan was to perform a catheter dye study in the next couple of weeks. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. It was unknown if surgical intervention was planned. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.